Event description:
Information received indicates aortic valve replacement due to regurgitation. Product inspection at retrieval noted two holes were seen in the non-coronary cusp. The surgeon resected all cusps and implanted another bioprosthetic valve inside the reserved freestyle aortic wall with no additional pt complication reported.